Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via patient indicated that patient since she got the device she "gets shocks" when there is thunder and lightening outside. Patient said currently her device was turned off. The patient will inform that healthcare provider about it next week. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation. No further complications were reported/anticipated.